Event description:
The pt demonstrated poor responses behaviorly and in psychophysics. X-rays indicated 5 electrodes were outside the cochlea and 5 electrodes were kinked and folded. The device will be explanted and the pt reimplanted.